Event description:
The manufacturer received information alleging that a dreamstation 2 device shut off when the power button was pushed. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burnt pca and had an error code e200 (err_rtos_abort_error/pca failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.